Event description:
It was reported that the patient has a transitional segment at l5 which at times confuses the numbering of the lumbar spinal levels. The most recent procedure is a fusion of l2-l3, but is sometimes referred as l1-l2 in the source documentation. On (B)(6) 2009 the patient underwent a lumbar CT/ myelogram which demonstrated l3-4 moderate diffuse disc bulge, moderate central stenosis and inferior neural foraminal narrowing compressing the exiting nerve root. L4-5 demonstrates moderate to severe diffuse disc bulge with moderate central stenosis and moderate to severe bilateral neural foraminal narrowing compressing the exiting nerve roots. On (B)(6) 2009 the patient underwent anterior lumbar interbody fusion of l3-4 and l4-5 using lateral interbody cage and infuse, as well as laminectomy of l3 and revision laminectomy of l4-5 and removal of instrumentation at l5-s1. On (B)(6) 2009 the patient presented to the clinic for post-op follow-up of l3 laminectomy and a/p l3-l5 fusion. Patient has minimal back pain. Patient ¿does have a dysesthetic feeling into the right thigh anteriorly down to just below the knee and along the posterior thigh¿. Ap and lateral x-rays show a/p instrumented fusion l3-5 with solid pl fusion l5-s1. Interbody cages appear in good position, posterior instrumentation appears intact. ¿impression: status post laminectomy and a/p fusion l3-5 with right thigh dysesthesias of unclear etiology. Abnormal sensation extends down into the shin making a lateral femoral cutaneous nerve irritation unlikely.¿ on (B)(6) 2010 the patient presented for physical therapy evaluation status 6-months post anterior lumbar fusion l3-l5. Patient notes she still gets some discomfort into her lower extremities; the lateral thigh is hypersensitive to the touch. Therapist noted decreased rom, and impaired adl¿s. On (B)(6) 2012 the patient presented to the clinic with ¿escalating back and right leg pain¿. He notes, ¿when I saw her 6 months ago she was getting along reasonably well. In (B)(6) of this year, however, she had an acute escalation. This resulted in back, right groin, and anterior thigh pain¿. Lumbar x-rays from (B)(6) 2012 demonstrate significant progressive disc resorption at l1-2. ¿in (B)(6) there was still good disc height maintenance. She now has complete vacuum disc and resorption at this level.¿ impression: two and a half years status post laminectomy and instrumented fusion l2 through sacrum with progressive disc resorption at l1-2, and symptoms strongly suggestive of increasing neurogenic claudication and spinal stenosis. On (B)(6) 2012 the patient presented to the clinic for follow-up post myelogram CT done on (B)(6) 2012. His impression was ¿severe junctional breakdown instability above a previous fusion l2 to sacram with severe spinal stenosis and right-sided disc herniation¿. After discussing treatment options with the patient, dr. Notes, ¿we will plan to extend the fusion up one segment¿. On (B)(6) 2012 the patient presented to the clinic (family practice) for pre-surgical consultation. After review of systems, blood culture, and urinalysis, patient was cleared for surgery. On (B)(6) 2012 the patient underwent anterior lumbar interbody fusion using clydesdale interbody cage and infuse; posterior spinal fusion l2-l3 with local bone graft and augmented allograft cancellous bone; removal of l3-l5 instrumentation, posterior instrumentation l2-l5 with cd legacy. This was to treat degenerative lumbar scoliosis with spinal stenosis l2-l3. Postoperative course was significant for acute blood loss anemia. The actual operative report was not provided, nor was an implant record. There are no source records provided that are dated after the (B)(6) 2012 surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.